Manufacturer narrative:
PMA/510(k) # k160229. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The fixing screw is broken.

Manufacturer narrative:
PMA/510(k) # k160229. (B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). This follow up MDR is being submitted to cancel the initial report. It has been confirmed and clarified that the 'non-retraction of needle' precedence does not apply for this complaint as the needle was exposed on return due to the screw being set at mark 3. No adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family.

Event description:
The fixing screw is broken.